Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative. The patient was receiving baclofen (unknown dose and con centration) via an implantable pump for non-malignant pain, chronic low back pain and degenerative disc disease. A motor stall was reported; the patient went without therapy during that time, there were no applicable factors that may have led or contributed to the issues, the pump was explanted on (B)(6) 2016. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿